Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose was 225 mg/dl. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source and customer continued to use the pump for insulin therapy.